Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report#: 1627487-2018-07384; reference MFR. Report#: 1627487-2018-07385; reference MFR. Report#: 1627487-2018-07387. It was reported the patient experienced pain in the groin area whether stimulation was turned on or off. As a result, the patient underwent surgical intervention wherein the drg system was removed resolving the issue.